Manufacturer narrative:
A visual inspection of the returned companion sample observed the petal gap to be 2 mm wider than the specification. In addition, 4 of the 5 petals have crease marks near the lower portion of the petal. This was unexpected as crease marks are not supposed to be present. A manufacturer lot code was not provided and the sample sent for analysis did not have the original packaging. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents or records can be performed. However, this seems to be an isolated incident, as there are 0 reportable adverse events for tube damage with serious injury from (B)(6) 2016 - (B)(6) 2017. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
This is a non-us event. The consumer stated that she has suffered a serious vaginal injury when inserting a tampon which had the petals partially opened. She reported she was examined by her pcp and that a pelvic exam confirmed the reported injury. She developed vaginal discharge with a foul odor. On (B)(6) 2016 she was admitted to the hospital and given IV antibiotics and pain medication. She was discharged on (B)(6) 2016 with a painkiller prescription. Initially she stated there were no signs of infections at time of discharge, however ten days later, she stated that the infection was not clear yet. She also stated she was still in severe pain. She was instructed to let us know if the pain extends to the abdomen for an extended, prolonged period or the pain becomes intolerant. It does not appear that the consumer followed up with her ob/gyn. No additional information is available at this time.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
This is a non-us event. The consumer stated that she has suffered a serious vaginal injury when she inserted a tampon which had the petals partially opened. She stated she did not examine the tampon before insertion. Initially she was examined by her pcp who then ordered a pelvic exam to determine the extent of her injury. Over the next week she began to develop vaginal discharge with a foul odor. She was seen in the emergency room on (B)(6) 2016 and was admitted for 2 days of IV antibiotics and pain control. She stated she was discharged on (B)(6) 2016 with only a painkiller prescription. Currently she has no signs of infection.